Event description:
Per the clinic, the patient developed a cyst near the implant site. The patient underwent a surgical procedure on (B)(6) 2011, and again on (B)(6) 2011; however, the issue could not be resolved. During a third surgery, which took place on (B)(6) 2011, necrotic skin flap tissue was removed. It was reported on (B)(6) 2012 that the patient's implant is currently functioning correctly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the receiver stimulator unit was explanted on (B)(6) 2012. The patient underwent a second surgery on (B)(6) 2013, to remove the electrode wires and the patient was reimplanted with a new device during the same procedure. This report is filed (B)(4) 2013.